Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03008 for a description of the other device. It was reported to boston scientific corporation that a active cord- standard banana plug device was used along with an injection gold probe device during a hemostasis procedure for a stomach bleed. This report is for the active cord. According to the complainant, the injection gold probe was connected to the banana plug. The connection was noticed to be loose. It is unknown if the loose connection was part of the banana plug, or the injection gold probe; attempts to obtain further information were unsuccessful. The physician used a competitor plug and probe to complete the procedure. No serious injuries were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.